Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a damaged tank cover and cracked housing. The line cord showed wear and tear. The customer reported product problem (damaged display) was confirmed during testing. The product problem was attributed to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced in order repair the device: pcb, cracked housing, and worn line cord. The device was subsequently calibrated and preventative maintenance was performed. The device passed all functional tests following this. B5: updated with additional information. H6: patient code updated to reflect 2645.

Event description:
It was reported the display on the device was damaged. No patient injury or complications were reported in relation to this event. Additional information was received stating that the incident occurred during testing. There was no patient involvement.

Event description:
It was reported the display on the device was damaged. No patient injury or complications were reported in relation to this event.